Event description:
It was reported by the patient that the patient and their spouse had heard patient alert tones from the device. The patient indicated that when the device was last checked that the patient was told that no patient alert tones had triggered and that the device was working fine. It was also reported by the patient that they had recently had back surgery and there was difficulty programming the device off and then on after surgery. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).